Event description:
It was initially reported that the pump battery was approaching end of life and pt was uncomfortable, continued to draw up left leg, very fussy (pt not able to speak as of itching or not). This resulted in in-pt hospitalization and the pump was replaced. Pt resolved without sequelae. It was later reported that the catheter was spliced and was also revised.

Manufacturer narrative:
(B)(4).